Manufacturer narrative:
During device evaluation at olympus, it was found the knife was broken and part of the outer skin at the tip had melted. The broke knife had traces of electrical discharged around the broken surface. The electrode part of the knife was burnt. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the tip falling off could not be determined, likely factors causing the issue could have been the following: 1 - due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. - the output setting for activation was too high - the electrosurgical unit was used in the coagulation mode. - the output activation time was too long. - the length of contact between the tissue and the electrode was short. 2 - spark discharge occurred, then the part of the cutting knife and the distal end of the outer sheath became hot instantly. As a result, the strength of the cutting knife decreased (thinned), and outer sheath melted. 3 - during tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : - when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. - aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. - always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the tip of the electrosurgical knife fell off. The issue occurred during a therapeutic endoscopic submucosal dissection (esd) procedure. The tip was recovered and another device was used to complete the procedure. There was no reported patient harm or impact due to this event.